Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in airway from device and visualizing foam. Patient having cough,sneezing and breathing problem.there was no permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. Patient alleged particles in airway from device and visualizing foam. Patient having coughing foam, difficult breathing at night, sneezing black foam. There was no permanent or serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings included: dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath suggesting a source of external to the device. Pil was unable to address the symptoms described. Pil can confirm the presence of contamination in the air path. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
Additional information was received on 05/22/2025, and the email address of the initial reporter was updated in section e1.